Event description:
It was reported impedances in all unipolar and bipolar electrodes increased to greater than 2000 ohms for pt's implantable pulse generator (ipg) two months post-implant. Electromagnetic interference was suspected at the time and the pt had regular checks to adjust parameters. It was noted that the regular adjustments did not improve pt's symptoms. The pt had the entire system replaced and the pt's symptoms decreased. Refer to MFR report # 9614453-2010-07839.

Manufacturer narrative:
(B)(4). Final device analysis reveals no anomaly found and ipg is functionally ok.